Manufacturer narrative:
The device was not returned for evaluation; the customer was also asked to download and provide logs for further review. A follow-up was requested regarding the status of the case, but no additional information has been received. Technical support recommended the customer check the power board, including verifying all connections to and from the board, and testing the unit with a known good power board. Due to the lack of additional information from the customer, the root cause for the reported malfunction is unable to be determined.

Event description:
It was reported that before use, the device was showing "technical error 339 12 v low" when powered on. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. D4. UDI# - the UDI# was not provided by the user and is unknown at this time. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.